Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was unable to feel the fluttering any longer when attempting to increase stimulation setting. Patient stated something might have happened with the leads and that was the reason they could not feel stimulation. Patient was instructed on how to view current settings and increase stimulation which was increased up to 7.0 and patient felt fluttering in the buttock. No further complications were noted or anticipated